Manufacturer narrative:
(B)(4). The following sections were updated: b5-d4-e1-g1-2-g4-h2-h6-h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the bag of the cement was not well sealed. When the cement was removed from the second bag, it was noticed that the package containing the cement was open.

Manufacturer narrative:
(B)(4). Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the bag of the cement was not well sealed. Bone cement unit when removed from the second bag, the package containing the cement was open.